Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system.

Event description:
A patient reported that they went to take a nap and the device began shocking them. They felt like the stomach was contracting and like they were in labor. The patient stated that due to complications with the implant they were waiting on a surgery date for explant. They inquired about a different healthcare provider (hcp) due to location. The event was sudden in nature and started on (B)(6) 2016. The patient would follow up with their hcp. The implantable neurostimulator (ins) was indicated for gastric stimulation/gastrointestinal/pelvic floor.

Event description:
Additional information from the patient reported they did notify their hcp and they ended up in the ER due to the pain. They stated that they had to drive 2 1/2 hours to get the unit turned off as there was no one closer. The shocking had resolved, but the pain and contractions had not. They were waiting on their insurance to approve replacement surgery.